Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2014-12158. It was reported the patient has never received effective stimulation coverage in his lower back, the primary area of his pain pattern. The patient reported reprogramming did not resolve the issue. As a result, the patient stopped using and charging the scs system. The patient's ipg is now unable to communicate with the external devices and the programmer displays a communication error. The patient wants his scs system replaced. The patient will meet with a neurosurgeon as the next course of action. Note the patient received 2 leads from the same lot.